Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Procedure was not completed with same generator. A third-party generator was used. The generator was a covidien triad. Please refer to section a for patient demographic information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned and the reported issue could not be confirmed using system error logs since error c-34 was observed which is not related to the customer reported issue. Upon visual inspection, no issues were found that would be related to the reported event. When tested on the system, the unit displayed error c-34 on startup. The unit will be returned to the original equipment manufacturer for additional analysis. The complaint was not confirmed based on failure analysis but errors point to the iesu were seen. The probable root cause is attributed to faulty electrical components inside the erbe generator throwing error c-34, which could have contributed to the customer reported issue. This error indicates a lower voltage than expected during energy activation. .

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the robotic coordinator contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that errors c-34 and c-00 were observed on the erbe generator during a procedure, affecting both monopolar and bipolar functions. The site attempted to resolve the issue by replacing the monopolar and bipolar cables, but the errors persisted. Technical support advised power cycling the erbe generator and switching to classic mode from swift; however, the issue remained. During troubleshooting, technical support inquired about the availability of a backup energy source, and the site confirmed they located an alternative device and cable if needed. Subsequently, energy functionality returned and the procedure continued, although it was unclear which action resolved the issue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned/completed with no reported injury.